Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint. The level system was tested and the fsr observed some false alerts and a couple of false alarms on the testing jig reservoir. He replaced the red level sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the red level sensor was giving false alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.